Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the product was defective. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: item# 305916 10 box (4 defective lot# 2010821).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29dec-2022 h6: investigation summary: it was reported liquid would not push through the needle. To aid in the investigation, nine samples with no plastic shields or packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Eight samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided material number 305916, lot number 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the product was defective. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: item# 305916 10 box (4 defective lot# 2010821).